Manufacturer narrative:
Cyberonics, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that cyberonics has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA.

Event description:
A surgeon reported that he received calls while out of the office from a patient reporting poor seizure control and concerns that her vns device was not working. Follow-up with the surgeon was performed, but he was unable to identify the patient and was never able to actually visit the patient. The nurse who was believed to be following the patient also stated that she was not aware of any patient sharing this type of concern. No further relevant information has been provided to date.